Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and device noted impedance measurements less than 200 ohms. It was indicated that the impedance measurement is typically around 500 ohms and periodically drops out of range. It was also indicated that this patient is only paced one percent in the atrium. Boston scientific technical services (ts) indicated that it is likely there was an insulation breach which is only exposed periodically. As the patient does not have any atrial arrhythmias and does not pace much, no changes to the system have been made. No adverse patient effects were reported.